Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The keys on the insulin pump were unresponsive. Customer's blood glucose level was 217 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.